Manufacturer narrative:
The previously reported 510k number was incorrectly entered. This report has been updated to reflect the corrected information. This report has been updated to reflect additional event information provided by the initial reporter. At present, we consider this complaint to be closed.

Event description:
Per additional information received from the initial reporter: a revision surgery was performed and a new valve was implanted.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 110mmh2o. The valve was hydrated and tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was retested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the spring. The cam magnets were controlled per process 103025779 rev.2. The magnets failed. A review of manufacturing records found no issues when the device was released to stock. Based on the results of the investigation, the reported issue was confirmed. It is likely that exposure to too strong a mangetic field contributed to the reported issue. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the valve was implanted via l-p. The initial setting was unknown. Then the patient visited the hospital for follow up and took MRI images. It was confirmed that the setting of the valve has been changed. So the surgeon changed the setting from 5 cm to 11 cm by neodymium. The setting did not reach to the ideal setting which was 12 cm. The patient is stable and now s/he is under monitoring. No further information was provided by the hospital. The product will not be returned to your site.